Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's partner reported via phone call that the customer experienced high blood glucose of 469 and 470 mg/dl earlier that afternoon. Customer changed the infusion set and battery. It was stated that the insulin pump had a black circle and the customer tried to rewind but it would not fully prime and the insulin pump alarmed no delivery, alarm occurred three times. Blood glucose value at the time of incident was 136 mg/dl. The customer mentioned the prior cannula was bent. Troubleshooting for no delivery alarm was done and the customer was able to prime after disconnecting and reconnecting the tubing and reservoir. It was advised the insulin pump is working as designed.